Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Gradual increase in shock impedance over the last 4 months. Increase from 80 to 100 ohms. Recommended possible evaluation of shock impedance in office. Remains implanted. No adverse patient events reported. Should additional information become available, this file will be updated.